Event description:
A patient reported a loss of therapy, it was unknown if it was related to positional movement. The patient noted she had a severe muscle spasm and she went to adjust the stimulation and saw the pouch for the patient programmer change her setting to program 3 and she didn¿t use the patient programmer. The patient used the patient programmer to sync and it showed the stimulation was on. It was noted that trouble shooting resolved the issue. It was noted the patient was on program 1 at 1.2 v and therapy was on. It was confirmed the patient programmer battery level icon was at ¼. Additional information from the patient on (B)(6) reported that since the trial and implant she felt stimulation between her legs and since (B)(6) it was no longer there, she was feeling stimulation in her butt cheek and (B)(6) she did not have a good day with diarrhea. The patient stated the reason she had interstim was for diarrhea and prior to (B)(6) it was helping. The patient wanted to know if it was possible for the components to move from where they were implanted. The patient also reported her setting was somehow changed from 1 to 3 and she did not know how. The patient stated she called and got help to change it back. The patient stated she called her healthcare professional (hcp) who could not get her in until (B)(6). The patient wanted to try and schedule it for sooner. There was no trauma or falls related to the event. The patient noted they had an ultrasound her neck. The patient¿s stimulation was on program 1 at 1.9, the patient stated stimulation was not uncomfortable, but the location where she felt it changed. The patient lowered stimulation and no longer felt stimulation. The patient noted after implant she was on program 2 then the hcp changed it to program 1 and she would get a longer battery life. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.